Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality tech reported that the electronic pt gas system failed to calibrate after a 15 minute warm up. Since the event occurred during routine testing of the device, there was no pt involvement during this event.